Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated during the service call. The sys was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 sys had a communication error during a case. The 9900 sys had to be rebooted and the procedure was completed without further incident. No pt injury was reported.